Event description:
It was reported that the picture was static and blurry while using the camera head. The issue was found during an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cracked connector ring. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: picture was static and blurry due to a faulty charge-coupled device. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the picture was static and blurry while using the camera head. The issue was found during an unspecified diagnostic procedure. There were no reports of patient harm.